Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Hypotension, neurological deficit/dysfunction and treatment with medication may occur during this type of procedure and as listed in the instructions for use (IFU) hypotension, neurological deficit/dysfunction and treatment with medication are known potential adverse events associated with the use of the product. Furthermore, hypotension, neurological deficit/dysfunction, test result and treatment with medication are known no-fault events as listed in the risk assessment report. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported that during the procedure in the left internal carotid artery, the emboshield nav6 and xact stent were deployed successfully. During post-dilatation using a 5.0 x 15 viatrac dilatation catheter, hypotension occurred. Dopamine was administered and hypotension resolved within 48 hours. Computed tomography (CT) was ordered due to possible stroke symptoms but revealed no findings of stroke. Ultrasound revealed widely patent stent in the left internal carotid. Patient was discharged 3 days post procedure in good condition; however, it is unknown if medication was prescribed for management of hypotension. Per the physician, there was no finding of stroke and the patient is fine. Though requested, no additional information was provided.